Event description:
During evaluation of a returned spectrum pump, the device powered off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device powered off by itself. The cause was identified to be the depressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.